Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed and no issues were observed. Reader powered on with retained test strips and passes all built in reader tests. Control solution testing has been performed and no errors were observed. All results were within range specification. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and precision test strips, no trends were identified that would indicate any product related issues. If the test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported an unspecified readings issue with his adc freestyle libre sensor scan. Customer reported that on (B)(6)19 he experienced weakness and was taken to a hospital, where he was diagnosed with "hypoglycemia" and received an injection of insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unspecified readings issue with his adc freestyle libre sensor scan. Customer reported that on (B)(6) 2019 he experienced weakness and was taken to a hospital, where he was diagnosed with "hypoglycemia" and received an injection of insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.